Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 needle eclipse s/t 25x1 rb leaked during use. The following was reported by the initial reporter: "the needle was leaking vaccine at the bases - causing vaccine wastage".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/28/2021 h.6. Investigation: a device history record review was completed for provided lot number 2012009. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both pictures and the physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, a crack in the cannula component was identified. It has been determined that this incident resulted from the cracked cannula and that the defective cannula was caused by the cannula manufacturing site. Our cannula supplier has been notified of this incident and has identified several possible causes for the defective cannula. It is possible that the cannula crack resulted from failure in power supply during the welding operation, incorrect weld due to a misalignment, or the presence of dirt or grease on the steel strip surface during welding.

Event description:
It was reported that 3 needle eclipse s/t 25x1 rb leaked during use. The following was reported by the initial reporter: "the needle was leeking vaccine at the bases - casuing vaccine wastage".